Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced recurrent urinary tract infection, urinary retention, urethral pain, dyspareunia and protrusion. Furthermore, it was reported that the plaintiff died. No cause of death was reported.